Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein a new paddle lead was added and the ipg was replaced to accommodate the new lead. The patient was doing well postoperatively. The explanted ipg was not returned.